Manufacturer narrative:
(B)(4) - evaluation summary:post market vigilance (pmv) led an evaluation of two spacemaker preperitoneal distal balloons opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the first instruments balloon burst after ten pumps and six pumps for the second instrument during a totally extraperitoneal procedure. Upon initial inspections, a cut was observed to penetrate both balloons. Due to the observed damage, the dissector balloons would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned samples confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the cut in the balloons, the reported condition was confirmed. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic total extraperitoneal hernia repair the balloon burst after ten pumps. It was also reported that the burst was audible and made a strange noise. No patient harm or adverse event was reported due to the device malfunction.